Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection, originating from a procedure groin site. The implantable cardioverter-defibrillator was not the cause of infection but became infected later. The whole system was explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Interrogation of the device revealed it was above eri when received. The device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator.